Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the coil sheath was broken about 55 mm from the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the failure occurred through the following mechanisms: 1) over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. ·the device was inserted into the endoscope at an angle against the biopsy valve. ·the device was withdrawn from the endoscope at an angle against the biopsy valve. ·the device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. ·during reprocessing, the insertion portion was tightly coiled and strongly rubbed. 2) due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colon polypectomy, after clipping, the clip main body was removed from the scope. After inserting the snare, a snag was felt at the universal cord section. When the snare was pushed forward as it was, a part of the clip main body's coil sheath (2-3cm) had fallen off into the patient's large intestine. The coil sheath that fell off was retrieved using a snare.